Event description:
Pt receiving photopheresis for ctcl since 1992 with oral 8-mop developed progressive g.I. Intolerance over last year. Enrolled for first treatment of photopheresis utilizing device. During collection of leukocytes, pt developed chest pain and agitation. Treatment was stopped, no cells reinfused; therefore, no device was given to pt. Cardiology consult. Pt admitted to hospital. During the past few months, the pt developed signs of angina. Angiography identified modest aortic stenosis and three vessel coronary artery and insufficiency. There was no device malfunction which caused this event. The m.d. Believed the event was not related to the exposure to photopheresis. The procedure was being conducted as it had been multiple times on this pt since 1992. Due to the close relationship of the chest pain during the photopheresis therapy and hospital stay, this MDR is being filed. Pt has since had angioplasty performed and will continue photopheresis for the skin manifestations of ctcl.